Manufacturer narrative:
(B)(4). The returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned still attached to the bushing. It was observed that the handle was disconnected from the clip assembly, but the handle was in good condition. The catheter was severely kinked along of its body, indicating excess manipulation in the device during the procedure. Microscope examination was performed on the bushing, and it was confirmed that no discernible failures were observed. It was possible to observe that one of the clip arms was bent while the yoke was detached from the control wire. No other issues with the device were noted. The reported event of clip would not deploy was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed in (B)(6) 2021. The exact date of the procedure was not provided. During the procedure, the clip would not deploy after reopening. Following the deployment failure, clip would not re-close. It was also noted that the control wire in the handle was broken. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed in (B)(6) 2021. The exact date of the procedure was not provided. During the procedure, the clip would not deploy after reopening. Following the deployment failure, clip would not re-close. It was also noted that the control wire in the handle was broken. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Correction: it was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed in (B)(6) 2021. The exact date of the procedure was not provided. During the procedure, the clip would not deploy after reopening. Following the deployment failure, the clip would not re-close. It was also noted that the control wire in the handle was broken. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip would not deploy during the procedure. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned still attached to the bushing. It was observed that the handle was disconnected from the clip assembly, but the handle was in good condition. The catheter was severely kinked along of its body, indicating excess manipulation in the device during the procedure. Microscope examination was performed on the bushing, and it was confirmed that no discernible failures were observed. It was possible to observe that one of the clip arms was bent while the yoke was detached from the control wire. No other issues with the device were noted. The reported event of clip would not deploy was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.